Event description:
It was reported that a bolus pin was stuck in the connector. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal, and a damaged remote dose connector. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the damaged pin in the remote dose connector was the root cause. The dso seal and remote dose connector were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.